Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were intact and undamaged. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the malfunctions were to recur.

Event description:
It was reported that during a trachelectomy surgical procedure using the da vinci surgical system, the wires on the large maryland bipolar forceps instrument snapped and were reported to be frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.